Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connectors were cleaned and reseated, and the power supply voltages were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported an interlock failure error message. This error message rendered the system inoperable. There is no report of pt injury associated with this event.